Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found an issue with the gear pump head and a shunt valve that was slightly corroded on the plunger and was occasionally sticking. The affected parts were replaced which appeared to resolve the issue.

Event description:
There was an allegation of questionable phos2 phosphate ver.2 results from the cobas 8000 c702 module. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The reagent lot number was 537934. The expiration date was requested but was not provided.